Event description:
On 5/14/92 saline implant placed as reconstruction following mastectomy for cancer. Explanted 10/26/95 due to spontaneous rupture & deflation. Implant was replaced. Other than surgical procedure, no negative outcome is known at this time.